Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated according to malfunction. The lot 6002387 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for click and static pull test base-connector. All test results were within specifications. The following test was performed: visual inspection: (version.8) connector quality criteria for printing. Functional 1.- (version.9) quality alert click test. Functional 2.- (version.45) instructions for static pull test. See attachment (B)(4) complaint test report.pdf for the details. Batch review the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/9 sc1 meca was manufactured under system application product (sap) code 1728394 and manufacturing lot number 6002387 on (B)(6)2023 and (B)(4) final units in the machines (B)(4) were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tubing came apart. The site for insertion was right abdomen . The infusion set was in use for 1 day. No further information.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country:(B)(6).